Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by customer that pyxis medstation es system did not power on. During device inspection a field service engineer found a drawer solenoid with thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer controller board caused the solenoid to remain in an energized state which caused the solenoid to fail. A field service engineer replaced the solenoid and controller board to resolve. Preventative maintenance was performed on the device. The system functioned as intended.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2021 to 29- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that solenoid had thermal damage. Field service engineer determined that the drawer controller board caused the solenoid to remain in an energized state which caused the solenoid to fail. Replaced the solenoid and controller board to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by customer that bd pyxis medstation es system did not power on. During device inspection a field service engineer found a drawer solenoid with thermal damage. There were no adverse events or injuries reported based on this event.